Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 599 mg/dl, 285 mg/dl, 141 mg/dl and 120 mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.